Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that recently, in the last month or so, they had to recharge their implant daily, and it doesn't seem to charge as quickly even with excellent connection. Pt said they used to charge about every 2 days, and they wondered why that would have changed. Agent asked, pt confirmed they've had the ins reprogrammed many times. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent was unable to perform troubleshooting during call because their equipment was not charged.